Manufacturer narrative:
High bg - insulin: the failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, an alarm 20 issue was identified. The information will be used for tracking and trending purposes. Load fill tubing-undefined, load fill estimate-minimum fill notification, cart: air bubbles-tubing: the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 305 mg/dl and above 500 mg/dl. Bg cause was unknown. Bg was addressed via a correction bolus and a manual dose injection. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. It was reported that a minimum fill notification occurred after the user filled the cartridge with 290 units of insulin during the load sequence. It was reported that air bubbles were observed within the infusion set tubing. A replacement pump was sent to resolve the issues.